Event description:
A female was hit by a car while walking and had pelvic fracture. Bilateral internal iliac artery embolization was urgently conduct because she went into a shock. And then then vital sign stabilized. Subsequently, debridement, resection of rectum and colostomy were conducted in 10 days after the fracture due to complicated necrosis of left buttock skin, left gluteus maximus muscle, and lower rectum. Exposure of the sciatic nerve and fistula due to defiency of the posterior wall of vagina were observed onthe wound surface so that the vaginal fistual closure and reconstruction of soft tissue defect with 10 x 23 of pedicale tensor fascia lata flap were conducted 87 days after the fracture. The postoperative course was favourable and she could walk on her own with improvementof precentula disturbance of left lower extremity as of now. Information reported, the reported events are possibly a consequence to gelfoam administration, due to the known mechanisms of drug/device's complications.